Event description:
This lead was explanted and replaced due to dislodgment. There were no adverse events reported for the pt. The hospital retained the device. Should additional info be received, this file will be updated.